Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom ''air detector not working'' could be confirmed during the event history log (ehl) review by the presence of "air-in-line" in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The air in line was verified. The cause was determined to be a defective ultrasonic sensor (no continuity at pins 33-34) and therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air detector is not working. There was no patient involvement associated with this event. No additional information is available.